Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-feb-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from a patient, via a manufacturer representative (rep), receiving baclofen (2,000 mcg/ml, 224.9 mcg/day) via an implantable pump for intractable spasticity. The patient experienced a change in therapy about 3-4 weeks ago ((B)(6) 2018). A change in dosage was performed with no improvement. On (B)(6) 2018, the patient and guardian noted an increase in spasticity. A dye study was scheduled and performed on (B)(6) 2018 at the office and the hcp noted a possible leak in the catheter. The patient was to be referred for possible revision. The cause of the event was determined. The issue was not resolved at the time of this report. Surgical intervention had not occurred, but was reported as planned and not scheduled. The patient' status was alive - no injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-nov-27, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The hcp reported that the patient had gone out of the territory to their implanting hcp for further follow up. The hcp indicated that the patient did end up having a revision, but did not know the date. The rep had not been notified regarding the revision. The leak was located at the proximal portion. The patient was doing well. No further information was provided.